Event description:
It was reported that during a follow up, there was an episode of vf which was not a true vf but noise on the ventricular channel. Patient will be scheduled for follow up. Patient condition was good.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information was received that two episodes of noise were observed during previous follow-up appointments. No inappropriate therapy was delivered to the patient during these events; however, the charging process of the capacitors started. Further information was not available.